Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump motor error alarm with a no delivery alarm. The customer blood glucose level was 357 mg/dl at the time of incident and the current blood glucose level was 360 mg/dl. Customer stated the drive support cap appears normal. Customer did not report an motor position encoder error alarm. Customer was able to successfully clear the alarm also able to complete pump rewind. The device will be returned for analysis.